Event description:
Consumer stated while brushing teeth with toothbrush the bristles of the brush heads were falling in her mouth. Customer stated that she used four tooth brush heads and all issued the same result.